Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt information is reasonably known at the time of the event. The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: analysis of the rdf did not show specific root cause of the elevated wbc count measured. Possible root causes include that the failure is part of the statistical distribution for leukoreduction at this center, or that this failure could be donor-related. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The run data file (rdf) was analyzed. Analysis of the rdf did not show specific root cause of the elevated wbc count measured. It is possible that the failure is part of the statistical distribution for leukoreduction at this center. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.